Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a routine device change. During the procedure it was discovered that the right ventricular lead has an insulation breach which was confirmed via chest x-ray, with impedance measurements that exceeded the upper limit. The lead was capped and replaced on (B)(6) 2019. The patient¿s condition was stable.